Event description:
It was reported after a da vinci-assisted partial nephrectomy surgical procedure that the maryland bipolar forceps did not coagulate. The procedure was completed as planned. No known patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction location. The instrument failed the electrical continuity test. No signs of thermal damage were observed.